Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation the phenomenon was not reproduced, and a root cause could not be identified. Although no abnormality was found in the device, the touch panel unit will be replaced from the viewpoint of preventive repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was no abnormalities in the image. There was no abnormalities found in the connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center received an e333 touch panel error code. The issue was found during a laparoscopic cholecystectomy procedure. The procedure was completed using the same device. It was reported that the facily has multiple otv-s300 units which are displaying the same error. There were no reports of patient harm.